Event description:
A customer reported a complaint of low readings on their precision blood glucose meter. The customer obtained a reading of 15mmol/l compared to a reading of 20.5mmol/l obtained on a healthcare professional's meter. The readings were obtained within a ten minute timeframe. The customer lost consciousness after mistreating with insulin based on the precision meter reading. An ambulance was called. The customer was given a glucose injection. The customer's test strips will be returned for investigation. The meter is not available.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.